Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-mar-16. It was reported that the cause of the issue was unknown. Actions taken to resolve the issue consisted of the pump being replaced and the issue was noted as resolved. It was also reported that the devicehad been returned. The information was confirmed with the physician. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a drug infusion device. The drug being delivered was 12.5 mg morphine with an unknown dose. The reason for use was not reported. It was reported that there was a motor stall. The issue occurred on (B)(6) 2018. There were no environmental/external/patient factors that may have led or contributed to the issue. The diagnostics performed consisted of the logs being read. Actions taken to resolve the issue include ¿pump will be replaced¿ and ¿pump replacement scheduled.¿ it was also reported that the product status was ¿explanted-complete¿ and a date of explant listed as (B)(6) 2018. The rep was in possession of the device and the device would be returned to the manufacturer. The product was not replaced by a device of the same manufacturer, but would be in the future. The issue was not resolved at the time of the report. The hcp will have no further information on this event. The patient¿s weight was unknown. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. If information is provided in the future, a supplemental report will be issued.